Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.